Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Reported event: the event reported that a trident psl inline-offset impactor broke upon impaction along with a shell impaction platform. Device evaluation and results: visual inspection shows the proximal end sheared off as described in the reported event. The figures attached shows the failed device. Device history review: review of the device history records show that the following number of devices on the given date were accepted into final stock with no reported discrepancies: 23 on 11/12/2015, 22 on 11/17/2015, 23 on 11/30/2015. Complaint history review: review of complaints for p/n 209830, l/n 32456 show one (1) other complaint within the (B)(6) database related to the failure in this investigation. The pr# is (B)(4). Conclusion: the failure mode was confirmed. The proximal end of the device was sheared off. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the impaction platform broke during impaction and the tip of the impactor shaft was damaged.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the impaction platform broke during impaction and the tip of the impactor shaft was damaged.